Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving clonidine and morphine with unknown doses and concentrations via an implantable pump for non-malignant pain. It was stated patient called because she received a letter about her information. Patient reported she had the pump taken out in march 2016 because she was allergic to it. Patient stated the healthcare provider (hcp) did not put her on antibiotics before the surgery and hcp was supposed to. In (B)(6) 2016, patient stated she got sick "3 days after" implant, and after the removal of the pump in (B)(6) 2016, her home health nurse noticed an area that was enlarged where normally was not. Patient reported the hcp "tried to fix it," but made it worse and she was bleeding worse and was sent to the hospital. The situation was said to have been resolved. No additional information provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.